Event description:
A user facility reported that an intraocular lens (iol) kept folding incorrectly. Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis, and the reported complaint could not be verified. The product was damaged. Both haptics were bent-gusset and distal area with one adhered to the anterior optic surface. Fold testing was conducted. The lens was foldable using folding tweezers and unfolded with no abnormalities observed. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/20/2010 and 11/15/2010 by mail. A completed questionnaire has not been rec'd. (B)(4).